Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the instrument would not hold the implant.

Manufacturer narrative:
As received, handle would not latch correctly with mating devices. Applied steris hinge-free instrument lubricant to movable components, and handle now functions as intended. Strike plate and hook exhibit signs of repeated use. DHR was reviewed and no discrepancies were found. Per the instrument/provisional use, care, and sterilization package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The insert also instructs to lubricate moving parts after cleaning with a water soluble lubricant, reassemble and tighten screws where appropriate and to check the action of moving parts (such as hinges and box locks) to ensure smooth operation throughout the intended range of motion prior to use. A definitive root cause cannot be determined with the information provided. Complaint could not be confirmed, as the device functioned as intended. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.